Event description:
It was reported to st. Jude medical that the device was explanted when a loss of capture was observed. It was also noted that the device battery was reaching eri and that the patient was not feeling well with progressive heart failure. As a result, the patient was admitted and monitored. Surface ECG showed a pause (no pacing spikes) for 3-4 seconds, and the patient was symptomatic with dizziness. Tests were performed for myoptentials, and no obvious interference could be established. The device was explanted.